Event description:
In 2006 the lay pt contacted lifescan (lfs) alleging that his one touch ultra meter was prompting the apply sample icon and he could not obtain a meter reading. The medical affairs specialist (mas) spoke with the pt in jan, 2006 to obtain and verify info. The pt said that about two weeks ago he took his usual fixed doses of am insulin: lantus insulin 35 units and humalog 5 units. He did not recall the am result he obtained on the meter. In the evening, around 5:30 pm, he felt "weird" and his lip was trembling. He attempted to test with the meter; the apply sample prompt and error 4 appeared. He called emt. Emt arrived within a few minutes and obtained a result of 46 mg/dl on the emt meter. Emt's gave the pt a tube of oral glucose and took him to the ER. His blood glucose was monitored in the ER and he was released to home that evening. The customer service agent (csa) walked the pt through testing with a new test strip and the test started. The csa walked the pt through a control solution test; the result of 126 mg/dl fell within the control solution range of 102-138 mg/dl. The meter, test strips, and control solution were replaced. The complaint is reported as an adverse event because the pt was unable to obtain a result when he first experienced symptoms and his treatment of hypoglycemia was delayed until the arrival of emt.